Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013, at 09:16:58. During night drain cycle eight, the patient's ultrafiltration reading was 2018ml, indicating the home patient (hp) drained 2018ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue was determined to be use error as there was an inappropriate bypass of the drain, not including the initial drain. The homechoice apd systems patient at-home guide warns that "bypassing the drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.